Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed using system logs. A u-04 error was logged in system logs on 11-nov-2025. During the failure analysis investigation, the reported event was replicated; when attempting to test the unit on the system, the erbe would not power on as of on (B)(6) 2025. The fuses were checked and replaced with known good fuses, but the woon condition persisted. Visual inspection revealed light scuffing on the underside, left and right of the front bezel; scratching and rub marks on the right side of the housing cover; and a light scrape on the left side of the top heatsink fin. Erbe logs were inaccessible. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of customer reported issues is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe unit shut down unexpectedly during the procedure and could not be powered back on. The tse instructed the customer to try a new power cord and plug it into a different hospital outlet, but this did not resolve the issue. The customer then used a vision side cart (vsc) from another system to complete the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgical services manager and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The customer confirmed that the procedure was completed after using the vsc from another unit. Patient demographics were provided.